Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead revealed an allegation of lead fracture. No electrical anomalies were reported. The ra lead was explanted on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
The reported event of lead fracture was not confirmed. As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal short. Visual inspection of the lead did not find any anomalies except for damages consistent with procedural damage.